Manufacturer narrative:
The distributor (nsk europe) was unable to obtain details regarding the incident, including patient information. In addition, the hospital was unable to identify the device involved in the adverse event, and therefore device could not be returned to the distributor. As a result, further inspection of the device for cause by nakanishi is no longer possible.

Event description:
On (B)(6) 2026, nakanishi received an email from the distributor (nsk europe) stating that two adverse events involving nsk surgical devices overheating and causing burn injuries had been identified. Nakanishi initially considered these were new incidents. However, a further email on (B)(6) 2026 from the distributor determined that these two cases were the same events that had already been reported to the FDA as the initial report (MDR 9611253-2026-00028). This report corresponds to the second of the two adverse events. Details are as follows: the date of the event is unknown, not (B)(6) 2026. The surgeon was performing emergency surgery on the patient's brain using a primado high-speed drill (serial no. Unknown). When the bone flap is lifted, the surgeon observed burn marks the brain parenchyma along the saw track the patient received superficial injury to the brain with potential neurological deficits.